Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter was displaying an error 2 (sub-code 2.2) message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began approximately on (B)(6) 2017 at 9:00 am. The patient stated that she manages her diabetes with self-adjusted insulin and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that around 4 days after the alleged meter issue began, she developed symptoms of ¿sweats, increased urination and dry mouth.¿ the patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the test strips had been stored correctly and that the test strip vial was intact. The csr noted the error message appeared after sample application. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.